Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the video issue could not be determined. The video issue may have been caused by charge-coupled device unit damage through user handling of the device. Detection methods associated with the event are described in ¿inspection of the endoscopic image¿ in the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation however, found the bend angle in the up direction did not meet the specification due to the wear of the angle wire. Noise was generated due to the deformation of the angulation lever. Switch 2 was broken, causing the switch to have an abnormal operating feel. Switch 3 was not functioning due to damage to switch 3. The charged coupled device unit was broken, causing blurred vision. There was looseness in the bending section cover. The bending section was floating. Based on device inspection results, the reported event was not confirmed, however, the reported issue is a sporadical failure- failure cannot be confirmed but occurrence is likely. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the laparo-thoraco videoscope had no video. The issue was found during preparation for use. The intended diagnostic procedure was completed using a similar device. There were no reports of patient harm.